Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing sensor anomaly with three sensors from the same lot. Customer reported that two sensors broke during insertion. Customer received a lost sensor with another sensor. Customer's blood glucose was 137 mg/dl. Customer was advised that sensors would be replaced.